Event description:
The device was returned because the pump got a low psi reading during the down occlusion test. The event occurred during testing. The results of the investigation confirmed that the device had a downstream occlusion alarm and low psi reading. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing were performed, which confirmed the complaint of under occlusion, with initial downstream occlusion test results below specification. There was also a downstream occlusion alarm found in the device's history log. The dso/uso sensors were recalibrated to correct the issue.